Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 20 mm longitudinal tear starting 17 mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 4.0 mm x 40 mm x 40 cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4.0-20/3.8/40 sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.